Event description:
Approx 9:00pm. "Tidal volume readings ">4000", patient was bagged while peepless circuit was replaced. Low tidal volume alarm started sounding. When patient put back on circuit & patient's cuff checked for leaks - none found. Little tidal volume detected - would barely deliver anything above 20ml. Patient bagged again while vent changed out, using same circuit. Replacement vent functioned without problem. Messages displayed: 1st >4000ml, the low tidal volume. Hme and 50 psi o2 in use at time of event. No allegations of vent causing harm.